Event description:
A customer reported to beckman coulter (bec) that the unicel dxc 600i synchron access clinical system leaked auto-gloss from the closed tube aliquotter (cta). The system generated a "cta probe obstruction" error message and alerted the customer of the issue. The customer noticed a puddle of auto-gloss beneath the probe assembly. The leak was contained within the instrument. The customer was wearing gloves at the time of the incident. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The material safety data sheet (msds) was not reviewed, but the facility has an exposure control plan. There was no impact to patient results or treatment. Beckman coulter field service engineer (fse) found the bottom of the drain port fitting was clogged. The fse removed the drain port fitting, cleaned and re-installed it. The fse verified the system performance.

Manufacturer narrative:
Evaluation result: drain port fitting. (B)(4).